Event description:
.

Event description:
Based on the facts obtained during insurance company investigation, end user was sitting in a wheelchair manufactured by carex, inc. When the back of the chair collapsed causing her to fall out of the wheelchair. End user is alleging that she sustained injuries as a result of the fall.